Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the skin graft mesher was in need of repair for unknown reason. The customer stated: "I do not know what is wrong with the units. All I was told was that they are were not working properly." The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on november 18, 2019 revealed that the calibration was out of specifications and did not produce a passing sample mesh. The roller and comb were worn and needed replaced. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 18, 2019 which included replacement of the spring pin, comb, and roller. Skin graft mesher, serial number 06328, was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the damaged comb, roller, and the unit being out of calibration. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the spring pin, comb, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the skin graft mesher was in need of repair for unknown reason. No harm or delay. During the investigation, it was discovered that the device did not produce a passing sample mesh and the comb was worn. No adverse events were reported as a result of this malfunction.